Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed, because vad-56082 is not available for evaluation. Vad-56082 remains in the patient with the driveline in place and unplugged, and the pump will not be explanted. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that routine patient labs showed an elevated ldh and the patient was readmitted for possible pump thrombosis. Upon interrogation, the powers were elevated and continued to rise. Heparin was initiated, but the symptoms of thrombus did not resolve. The pump was subsequently shut off and the center is not going to exchange the pump. The center is considering cutting off the driveline at the skin level. The patient has enough cardiac reserve to survive without the pump on.